Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two patients. The results were not reported. The following data was provided: sid (B)(6) 29-year-old female processed on (B)(6) 2026 initial result = 28.4 repeat result = <2.7 previous result from different sample two hours earlier = 3.7 ng/l sid (B)(6) 68-year-old male processed on (B)(6) 2026 initial result = 102.6 repeat results = 4.6 and 5 ng/l. Diagnostic cutoff for female = <14 ng/l diagnostic cutoff for male = <35 ng/l no impact to patient management was reported.